Event description:
It was reported that after the patient¿s leads were placed the ¿subject started having generalized seizure activity.¿ it was noted the patient was then started on an intravenous anti-epileptic drug on (B)(6) 2013. A CT scan of the patient¿s head was performed. The CT scan was ¿negative¿ and indicated the ¿lead placement was correct.¿ it was noted the patient resolved without sequelae on (B)(6) 2013. It was stated the generalized seizure activity ¿resulted in in-patient hospitalization,¿ ¿prolonged existing hospitalization,¿ and ¿resulted in persistent or significant disability/incapacity.¿ a supplemental report will be filed if additional information becomes available. Please see manufacturer report #6000153-2014-00005 for information on the patient's other lead.

Manufacturer narrative:
Generalized seizure activity. Concomitant product: product ID: 3389s-40, lot# va09wn5, implanted: (B)(6) 2013, product type: lead. (B)(4).